Manufacturer narrative:
Continuation of concomitant: 457445 lead implanted (B)(6) 2005.

Event description:
It was reported that left ventricular (lv) lead had dislodged into the right ventricle. The left ventricle access was occluded and the lead was removed for future placement of an epicardial bipolar lv lead. No further patient complications have been reported asa result of this event.